Event description:
The customer reported that they had poor image quality. The images appeared to be "washed out". It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The returned sensor panel was repaired for the loose screw issue. The unit was calibrated and self tests were performed. All functions were checked and met specifications. (B)(4).